Event description:
It was reported prior to using bd vacutainer® sodium heparin (nh) blood collection tubes there was incorrect stopper color seen on one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. A visual examination of the photos revealed an incorrect color of the stopper in the hemogard closure. Per product specification, this product requires a grey stopper in the hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect stopper color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sodium heparin (nh) blood collection tubes there was incorrect stopper color seen on one tube. No adverse impact was reported regarding the patient or user.